Event description:
It was reported that the patient experienced pump collapse with an artificial urinary sphincter (aus). It was suspected that the existing tubing connections were not strong enough. A revision surgery was performed in which the pump was replaced and the tubing was cut to fit the device and reconnected. The aus system was fully functional following the procedure and there were no clinical consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.